Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect radiolucent frame mount arm. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A medtronic representative reported that the screw was starting to strip on a site's stealthair frame. No further details regarding the damage, or how it occurred, were provided. Replacement was requested. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction to device lot number. Device manufacturing date not provided. Correction: part was not discarded; part was returned for analysis. Medtronic investigation of returned suspect device finds that the threads in the base of the arm have been cross threaded. Also, the screw has been broken off at the handle. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.